Event description:
It was reported that during an unknown procedure the surgeon was using the drill guide with a 2.0 drill bit. The drill bit became cold welded inside of the guide, instrument inside patient, and was unremovable. S&n backup device. No surgical delay reported due this event.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical medical investigation concluded that no relevant clinical information has been provided to perform a thorough analysis of the reported connection issue. Per the complaint, the drill bit was cold-welded inside of the guide was unremovable. As a result, the surgeon changed to a s&n backup to complete the procedure without a delay. Based on the information provided, the impact to the patient beyond that which has already been reported cannot be determined. Should any additional relevant clinical information be provided, this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.